Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4): off-label use (acd < 3.0mm). Investigation type (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vicmo13.2, -6.5 diopter implantable collamer lens into the patient's left eye (os), the lens tore. The lens was not fully implanted but there was patient contact with the lens. An alternate lens was implanted and the problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown.